Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: nov 30, 2021. Device evaluation: the complaint lens was received wrapped in moist gauze, inside of a specimen cup. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight/ethnicity: information unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is between 5/14/2021-9/7/2021. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye. Despite appropriate preoperative calculations, the patient status post (s/p) had residually clinical significant myopic lasik observed during post-operative (op) exam. The pre-operative (op) vision 20/50 and post-op vision 20/25. There was no vitrectomy, incision enlargement, or sutures required. The daily activities were not significantly affected. The patient has fully recovered. No additional information was provided to johnson & johnson surgical vision.